Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The biomed called philips and asked for the part # for the display. No device issues were reported. However, in the t2 activities within the so indicates there may have actually been an issue with the display, but no additional information was provided. The device was not in use on a patient; as indicated by the initial reporter answering the safety questions during service order initiation.